Manufacturer narrative:
(B)(4). Approximate age of device - 88 days. The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracranial bleed could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016. The cause of death was reported as intracranial bleeding. It was reported that the patient's anticoagulation level was therapeutic with an inr of 2.5. The patient was taking aspirin. The healthcare professionals could not determine the cause for the intracranial bleeding. The pump was not explanted and an autopsy was not performed. No additional information was provided.